Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested with the customer's power cord and functioned as intended. The event history log was reviewed. An event occurrence date was not provided, however two occurrences of ¿improper shutdown!¿ was observed after power up on april 23, 2024. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The pump did not power off during use , however the pump side ac connector was found broken inside the 6pin connector. The rear case requires replacement to address this issue . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had improper shutdown during testing in the biomedical service department. There was no patient involvement. No additional information is available.